Manufacturer narrative:
Product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was contrast visible in the hub. The stent was returned on the stylet with an orange sheath covering the stent implant. There was no damage noted to the stent implant. The balloon was loosely folded. There were crimp marks noted on the balloon and between the markers. There was a kink in the inner and outer member, 8 cm distal in the guide wire exit notch. There was a kink in the hypotube, 35 cm distal in the strain relief tubing. There were four bends in the hypotube, 14.5 cm, 39 cm, 50.5 cm, and 64 cm distal to the strain relief tubing. There was no other damage to the sds. A laser micrometer was used to measure the stent implant outer diameters. The proximal and middle outer diameter of the stent implant did not meet manufacturing criteria. A pin gauge was used to measure the inner diameter of the sheath and this met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned rx vision stent delivery system (sds). It was reported that during the procedure, it was noticed that the stent was missing from the balloon and it was then found in the packaging on the stylet. Analysis of the sds found the balloon loosely folded, blood visible in the guide wire lumen and contrast visible in the hub, which is consistent with the sds being prepared for use and inserted into the body, as reported. Crimp marks were present on the balloon, suggesting the stent was properly positioned at the time of manufacture and the inner diameter of the protective sheath met manufacturing criteria. The stent outer diameter dimension was outside of the accepted manufacturing specification; however, because the stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification, this most likely occurred at the time of dislodgement, as it is expected that the stent would expand during travel over the balloon. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. Potential causes for this type of event as observed in past incidents may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. Unfortunately, none of the information gathered suggests any of these causes it is the most likely cause. Thus, a definitive root cause for the stent dislodgement in this case cannot be determined; however, there does not appear to be a product quality issue. It should be noted that it is recommended in the "inspection prior to use" section of the instructions for use (IFU), that "prior to using the guidant multi-link vision rx or guidant multi-link otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted." In addition, four bends and a kink in the hypotube and a kink in the distal shaft were noted, which were not reported in the incident and may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. This damage does not appear to be related to or to have contributed to the reported stent dislodgement. The lot history record was reviewed and did not reveal any non-conformities, which could have contributed to this complaint. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged before the procedure. During the procedure, it was noted that the stent was not present on the stent delivery system, however, when he checked the packaging, the stent was found on the stylet. The procedure was completed with another stent. No patient effects. No additional event or patient information is available.